Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient that presented after receiving multiple therapies due to a vt storm. An alert for charge time limit reached was observed. Programming changes were made. The patient will continue to be monitored.